Manufacturer narrative:
This report is submitted august 6, 2018.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla) on (B)(6) 2018. The patient reported pain and swelling at the implant site and subsequently, the magnet was explanted (date not reported) and a new magnet was placed.